Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient death is reported under MFR # 2916596-2021-01142. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #: 2916596-2021-01142. It was reported that the patient underwent pump exchange for pseudomonas infection. The patient was treated with intravenous cefipime, oral levaquin, intravenous meropenem, and intravenous zosyn. Computed tomography (CT) scan showed no focal and drainable collection. Pump parameters were stable. The patient expired on (B)(6) 2021 due to severe brain injury secondary to drug resistant pseudomonas sepsis. The pump was functioning as intended.